Manufacturer narrative:
(B)(6). During pre-repair assessment performed by technician, the device performed properly and no failure was identified. No repair was required, the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer reported that after the blade was attached to the saw it dislodged during the surgery. This is report 1 of 1 for event #(B)(4).